Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from november 21, 2018 - november 26, 2018. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow of fluid was observed. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had delivery stopped. This issue was discovered during use. There was no patient involvement. No additional information is available.